Event description:
The device kept giving an error message when doing the calibration check. This was confirmed from phone troublehsooting. The device was replaced and the defective one returned for investigation.